Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by using fluoro as the issue happened at the end and the procedure. A remote service engineer (rse) checked the system remotely and found that x-ray was not exposing, and the patient was on the table. After reviewing log file rse found that the image store has issue. Upon testing, rse identified only patient's data was on the drive, despite the system indicating there is no more disk space for images. To resolve the issue, rse re-created image store. On 05th april2024 the issue re occurred and it resolved by replaced ippc and hard drive for ippc. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user dose not clean the image store database before using it properly, that's the issue happened. This event would not be reportable. The codes were updated based on the investigation outcome.